Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a damaged EKG cable. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated an anomaly was detected in the EKG signals due to the faulty EKG cable. The fse replaced ECG trunk cable assembly (0012-00-1155-02) and the ECG leadwire set cable assembly (0012-00-1157-02). Operational tests were carried out with positive results.

Event description:
N/a